Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an update during the middle of case. A technical support specialist logged into the device remotely via rss and observed an uptime of 47 hours, so the device was rebooted again after the case was opened. No drive space or memory issues were identified. Log review showed recent reboots were caused by brief losses of external ac power, during which the device correctly switched to battery backup and entered reduced-power mode, generating "commandfailedonbatterybackup" and timeout errors. Once ac power was restored, the device rebooted automatically per bios settings. Windows event logs showed no crash or os-initiated restart events, confirming a power interruption rather than a device malfunction. The customer acknowledged the findings and will have local it check the wall outlet. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had a software update in the middle of case. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.